Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 3.00 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found distal stent damage with struts lifted from crimped stent position. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 01-nov-2021. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.00 x 28mm synergy xd drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed stent damaged.